Event description:
The caller reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support instructed the caller to perform a system check and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion.